Manufacturer narrative:
Manufacturer's investigation conclusion: this MDR is part of abbott's patient outcome update project. No device related issues were reported. The customer communicated that no additional information will be provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instruction for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant. No additional information was to be provided.